Manufacturer narrative:
Other applicable components are: product ID: 8709sc, (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 21-dec-2011, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving morphine (5mg/ml at 0.25mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient developed a headache 3 weeks prior to (B)(6) 2019 (in (B)(6) 2019) and had increased pain. No environmental, external, or patient factors were reported to have caused this issue. X-ray determined that the catheter was separated near the pump. The distal segment was explanted and revised on (B)(6) 2019. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.